Manufacturer narrative:
(B)(4). A partial tube to patient line connector was returned received for evaluation. A visual inspection was conducted with damage noted at the tubing to the patient connector. A leak test was performed with damage noted in the tubing at the patient connector. Sample was confirmed for the reported problem. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). A CAPA was opened for this event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient line extension set experienced a leak while the home patient (hp) was in therapy. The care giver reported that the white connector was placed crookedly on the tubing. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The extension set has been returned for evaluation; however, device evaluation has not yet begun. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of the investigation or if additional information becomes available, a supplemental report will be submitted.